Event description:
Tired all the time because of anemia, not eating, painful gums. Dose: every day. Dates of use:1992, 2009. Diagnosis or reason for use: hold dentures in place. Event reappeared after reintroduction: yes.